Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the time is off by 5 minutes when synching. It was reported by the customer that, they are noticing the waves are not synching up from the boom to the control room, and it appears to be about 5 minutes of a difference. There was no reported patient impact / injury.